Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and calibrated to optimal operating voltage. The sram was also identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.